Manufacturer narrative:
(B)(4).

Event description:
An endurant stent graft system was implanted in a patient for the endovascular treatment of an abdominal aortic aneurysm. It was reported that there was an occlusion of the iliac limb. No additional clinical sequelae were reported and the patient is fine.

Event description:
Additional information was received for this case. The occlusion did not extended up in to the bifurcated stent graft. The occluded device is etlw1616c82 . The terminal aorta at the time of implant was described as narrow and that would have led to limb occlusion. The endurant was implanted into ipsilateral side for reinforcement to equalize the expansion force of the contralateral limb since the terminal aorta was narrow. The physician stated that due to the narrow terminal aorta, the stent graft might have wrinkled and caused the occlusion. Intervention was performed, a limb was implanted and the occlusion was resolved.